Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a morning low glucose followed by loss of cgm data and subsequent hyperglycemia, with a peak cgm value of approximately 307 mg/dl; the user treated the low, ate breakfast, and confirmed insulin delivery was occurring with intact infusion set and proper tubing priming, and glucose later returned to range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information and no findings available to identify a device problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.